Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the procedure that there was positioning difficulty and unacceptable thresholds. Doctor decided not to use the lead. The lead was not implanted, and there were no patient complications reported as a result of this issue.